Event description:
Incident reported as: the pt was having a c-section surgery for birth of twins. While the doctor was closing the wound the scrub nurse identified a 3mm x 2mm missing part of the suture scissors. Abdominal x-ray confirmed the presence of this missing part. The pt was informed of this event. Risks and benefits of removal of this object was discussed with the pt and her spouse while still in the or. Md decided that due to the small likelihood of any problem compared to the risks and possible complications from prolonging the surgery; to close the remaining layers. Pt and spouse in agreement with decision to not retrieve broken piece. No further info available.

Manufacturer narrative:
Product will not be coming back for eval. Pictures of the broken device were forwarded to manufacturer. The investigation is ongoing. A follow up investigation report will be forwarded once it is complete.